Event description:
It was reported that the patient underwent a gynecological and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological on (B)(6) 2008 and a mesh was implanted, concurrently cystoscopy due sui/pop, grade 3 cystocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revisions on (B)(6) 2009 and (B)(6) 2013 due to mesh contracture. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent release of contracted vaginal mesh on (B)(6) 2009 due to dyspareunia. It was reported that patient underwent resection of vaginal mesh on (B)(6) 2013 due to dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.